Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: the pump's black box data from the date of the event has been overwritten due to continued use of the pump. There was a battery compartment crack observed below the grip pad. The pump's current draws were within specifications. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.